Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and paravalvular leak (pvl) are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the canted valve position (too ventricular on the ncc side) with subsequent severe pvl was reported to be related to the tilted position of the patient¿s heart position, which affected coaxial alignment of the valve despite guidewire manipulations performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post deployment of a 23mm sapien xt valve, the position was canted with severe paravalvular leak (pvl). A 2nd valve was implanted. Since the patient¿s heart was tilted, it was predicted that the sheath would not become coaxial to the annulus prior to the procedure. With the aortic valve area (ava) 348 sq. Mm, it was decided to implant a 23mm sapien xt with 1ml less than nominal volume. When the ascendra+ delivery system was across the native annulus, the sapien xt was not positioned coaxially and the physician moved closer to a coaxial position by manipulating the guidewire. The sapien xt was implanted titled in a 20:80 aortic/ventricular (a/v) position on the non coronary cusp (ncc) side and a 40:60 a/v position on the left coronary cusp (lcc) side. Tee showed no ncc movement above the strut, however there was severe pvl observed on the ncc side. The pvl was determined to have been caused by the valve malposition. A 2nd sapien xt was implanted one strut size more aortic than the 1st sapien xt, with 2ml less than nominal volume. Post deployment the pvl had decreased to trivial.